Event description:
Patient contacted dexcom technical support on (B)(6) /2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient reports the device read 72 while the fingerstick value was 128. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.